Event description:
Per customer, upon opening the lap chole kit, catalog number: pg24lcgwg components 002862 breathing filter and 650904 breathing anesthesia circuit were found to be attached with the breathing filter and breathing circuit in their original packaging. When the setup up was put into use, the patient's oxygen saturation fell. The situation was corrected during the procedure, with the patient being disconnected from the circuit and then re-intubated. The surgery was completed and the patient suffered no ill effects or complications from the event.

Manufacturer narrative:
Nine (9) unused samples were returned from the customer. Visual inspection of these samples confirmed that the breathing filter and breathing circuit were in their original packaging. After interviewing the manufacturing personnel and conducting a review of the systems, the root cause has been identified as operator error. Based on the assigned root cause, corrective actions have been initiated. The operators have been trained on the new instructions and visual job aids have been created and distributed to reinforce the new instructions. Manufacturing instructions have been reviewed and updated in order to provide greater clarity when removing packaging prior to connecting the components. In addition to these actions a voluntary recall has been initiated by cardinal health.